Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth ((B)(6)2002, (B)(6)2006, (B)(6)2007, (B)(6)2006, (B)(6)2008, (B)(6)2013.), ectopic pregnancy (left salpingectomy) in (B)(6)2011, vomiting and salpingectomy (in 2011). Procedure in detail: the left fallopian tube was then identified, followed out to its fimbriated end and then using the bipolar cautery device, the ampullary portion was coagulated all the way to the fimbriated end, until complete desiccation of the tissue was noted. Attention was then turned to the right fallopian stump, which again appeared to have been previously transected and removed. However, the junction where the right fallopian tube meets the fundus was clamped and coagulated as well using the bipolar cautery until complete desiccation was noted. Both operative sites appeared to be hemostatic and this concluded the procedure. Previously administered products included for prevent pregnancy: implanon. Concomitant products included naproxen sodium (aleve tablet) since (B)(6). In (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder infections"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("pain: abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device and cystitis outcome was unknown and the vaginal discharge and abdominal pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no.(B)(4)). The vaginal delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, cystitis, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: tubal ligation on (B)(6)2014. Fu: (B)(6)2019: she did not have had her essure (or any part of the device) removed or currently planning for essure removal. Discrepant information received in pfs regarding essure removal (previously reported stop date: (B)(6)2014). Child case linked -(B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(6) 2014: positive. Ultrasound scan - on (B)(6)2014: impression: single intrauterine pregnancy in variable position measuring at l8 weeks 5 days gestation. Cardiac activity l54 beats per minute and there appears to be adequate amniotic fluid. Estimated fetal weight is 0 pounds 9 ounces.. ¿concerning the injuries reported in this case, the following was described in patients medical record: abdominal pain." Most recent follow-up information incorporated above includes: on (B)(6)2019: reporter information was added. This case is medically confirmed. This case concerns 31 year old patient. Her demographic was updated. Pregnancy outcome was updated. Her historical condition/medication and concurrent condition were added. Her lab data was added. Essure indication was added. Her concomitant medications were added. Per plaintiff fact sheet following events: pregnancy (no complications), vaginal discharge, bladder infections, pain: abdominal pain and device ineffective were added. She had not recovered from vaginal discharge and pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy (left salpingectomy) in (B)(6) 2011, live birth ((B)(6) 2002, (B)(6) 2006, (B)(6) 2007, (B)(6) 2006, (B)(6) 2008, (B)(6) 2013.), vomiting and salpingectomy (in 2011). Procedure in detail: the left fallopian tube was then identified, followed out to its fimbriated end and then using the bipolar cautery device, the ampullary portion was coagulated all the way to the fimbriated end, until complete desiccation of the tissue was noted. Attention was then turned to the right fallopian stump, which again appeared to have been previously transected and removed. However, the junction where the right fallopian tube meets the fundus was clamped and coagulated as well using the bipolar cautery until complete desiccation was noted. Both operative sites appeared to be hemostatic and this concluded the procedure. Previously administered products included for prevent pregnancy: implanon. Concomitant products included naproxen sodium (aleve tablet) since 2012. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder infections"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("pain: abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device and cystitis outcome was unknown and the vaginal discharge and abdominal pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The vaginal delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, cystitis, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: tubal ligation on (B)(6) 2014. Fu: (B)(6) 2019: she did not have had her essure (or any part of the device) removed or currently planning for essure removal. Discrepant information received in pfs regarding essure removal (previously reported stop date: (B)(6) 2014). Child case linked (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(6) 2014: positive. Ultrasound scan - on (B)(6) 2014: impression: single intrauterine pregnancy in variable position measuring at l8 weeks 5 days gestation. Cardiac activity l54 beats per minute and there appears to be adequate amniotic fluid. Estimated fetal weight is 0 pounds 9 ounces. ¿concerning the injuries reported in this case, the following was described in patients medical record: abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.